Event description:
Reference number (B)(4). Event occurred in the united states. On 30-june-2024, it was reported by the patient that infusion set fell off during use. Infusion set was in use for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.